Event description:
The customer reported that while in patient use the ventilator was displaying a vte of 300ml when the set vt was 450ml. The patient's cuff pressure was checked and was appropriate. The patient was removed from the ventilator and placed on another ventilator. No patient harm.